Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during use on a patient, the cardiosave intra-aortic balloon pump (iabp) was working fine in the catheter laboratory and treatment was possible, but during nursing care in the ward, an error sound started to sound with the message "internal communication error" that would not stop. After a blackout, the pumping resumed after a while. The patient was originally scheduled to have their treatment completed and removed in the morning of the 20th, replacement machine and replaced it on the same day. There were no health hazards reported.

Manufacturer narrative:
Updated fields: b4, b5, d8, d9, e2, e3, g1(contact person ¿ mfg site), g3, g6, h2, h3, h6 (type of investigation, investigation findings, component codes, investigation conclusions), h11. A getinge field service engineer (fse) evaluated the unit, but could not reproduce the reported failure. When checking the log, it was confirmed that #115 had occurred. Referring to the service manual, the fse decided to replace the executive processor board. After the replacement, the cardiosave would not start up when turned on. Also, when inserting the usb to write d.00, the download did not start. When putting the executive processor board back in, it started up normally. Continuous operation was performed and normality was confirmed. Furthermore, a regular inspection was conducted and fse replaced safety disk, compressor, executive processor, mufflers and tidal disk parts. Per the customer it was time to replace the mentioned parts, but thinks the executive processor board is the cause. All functional and safety checks performed.

Event description:
It was reported by the customer that during use, the cardiosave intra-aortic balloon pump (iabp) was working fine in the catheter room and treatment was possible, but during nursing management in the ward, an error started to sound with the display "internal communication failure". After that, the screen went black and pumping resumed after a while. There was no patient harm.

Event description:
N/a.

Manufacturer narrative:
Updated data: b4, g3, g6, h1, h2, h11, e1 (event site address). Full event site address: (B)(6).